Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the medication bumex was running a continuous infusion that ran at approximately a tenfold dose for about 90 min before it was recognized. The bumex drip order was 5 mcg/kg/hr, however the nurse programmed the rate at 5 ml/hr which gave the patient 47 mcg/kg/hr for 90 minutes until it was noticed. Soft max limit set at 50 mcg and hard max limit 199 mcg. There was a significant fluid shift requiring multiple up and down titrations of vasoactive meds for the following 12hrs. There was patient involvement but the impact is unknown.